Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, the head of one (1) polarcup reducer part for impactor was broken. The procedure was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a total knee arthroplasty surgery, the head of one (1) polarcup reducer part for impactor was broken. The procedure was resumed, after a non-significant delay, with the same device. The device used in treatment was not returned for investigation, however a visual evaluation was performed on images provided by the complainant, and it showed no defects for the alleged product. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional complaints reported for the same batch, and 4 additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not detect any problem for the complaint device. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.